Event description:
On (B)(6) 2018, a perceval pvs27 was implanted, and the patient outcome at discharge was good. 3 months post-operatively ((B)(6) 2018) moderate paravalvular leak and trace central leak were identified. On (B)(6) 2018, the patient was hospitalized due to valve dysfunction, with grade iii aortic insufficiency. A valvuloplasty (re-ballooning) was performed the following day. The patient was discharged on (B)(6) 2018. It was reported that no stent deformation was observed at the time of the event. The patient's aortic insufficiency was unresolved after the valvuloplasty, and is a chronic condition. No other cause of the aortic insufficiency has been identified.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. It was reported that no stent deformation was observed, that valvuloplasty did not resolve the paravalvular leak, and that the patient's paravalvular leak is a chronic condition. The cause of the insufficiency could not be identified. Based on this information, the cause of the event cannot be traced specifically to the device. It is possible that the event is related to the patient's specific clinical condition; however, the root cause of the event cannot be identified from information available.

Event description:
On (B)(6) 2018, a perceval pvs27 was implanted, and the patient outcome at discharge was good. 3 months post-operatively ((B)(6) 2018) moderate paravalvular leak and trace central leak were identified. On (B)(6) 2018, the patient was hospitalized due to valve dysfunction, with grade iii aortic insufficiency. A valvuloplasty (re-ballooning) was performed the following day. The patient was discharged on (B)(6) 2018. It was reported that no stent deformation was observed at the time of the event. The patient's aortic insufficiency was unresolved after the valvuloplasty, and is a chronic condition. No other cause of the aortic insufficiency has been identified.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. It was reported that no stent deformation was observed, that valvuloplasty did not resolve the paravalvular leak, and that the patient's paravalvular leak is a chronic condition. The cause of the insufficiency could not be identified. Based on this information, the cause of the event cannot be traced specifically to the device. It is possible that the event is related to the patient's specific clinical condition; however, the root cause of the event cannot be identified from information available.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018, the patient received a perceval to replace his native steno-insufficient aortic valve. The patient's conditions were good upon discharge, while 3 months post-operatively ((B)(6) 2018) a moderate paravalvular leak and trace of central leak were identified. On (B)(6) 2018, the patient was hospitalized due to valve dysfunction (aortic insufficiency of grade iii). A valvuloplasty was performed on the following day. The patient was discharged on (B)(6) 2018.